Event description:
Customer reported to customer service that the housing of her pump in style transformer started to split and the inside electronics are exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after approx 5 months of use the transformer casing split at the seam and then part of the plastic housing broke off her hand. She stated that it appeared to arrive to her with stress fractures as she never has transported the pump or plug. The customer also indicated that she did not witness any sparking, frame, and no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated o for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at this time.